Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with a coyote pouch. The batch number on the packaging and device matched the batch number for this complaint. The distal portion of the catheter was visually and tactilely inspected; there was blood and contrast in the inflation lumen and in the balloon. The device was soaked in a warm water bath to loosen the blood and contrast. Examination of under magnification revealed a balloon pinhole 12mm from the distal tip. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. There was no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right contralateral approach. The target lesion was located in the non calcified right pt. After a 0.014 choice extra support guide wire crossed the lesion, the 3.0mm x 100mm x 150cm coyote (tm) balloon catheter was advanced. The balloon was inflated for "several" seconds then the physician tried to inflate the balloon up to the nominal pressure however it ruptured at 4 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed using a 3.0mm x 80mm x 150cm coyote (tm) balloon catheter. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right contralateral approach. The target lesion was located in the non calcified right pt. After a 0.014 choice extra support guide wire crossed the lesion, the 3.0mm x 100mm x 150cm coyote balloon catheter was advanced. The balloon was inflated for "several" seconds then the physician tried to inflate the balloon up to the nominal pressure however it ruptured at 4 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed using a 3.0mm x 80mm x 150cm coyote balloon catheter. No patient complications were reported and the patient's status is fine.